Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis as a result of the patient's catheter cap getting stuck in their catheter. Upon follow-up with the patient's pd nurse, it was confirmed that the catheter cap was not involved. The pd nurse reported the patient experienced peritonitis due to nonadherence to aseptic technique during continuous cyclic pd (ccpd) therapy on the liberty select cycler. It was reported the patient allows their cat in the room during ccpd therapy and the cat chewed though the tubing of the liberty cycler set during a treatment (date unknown). The patient presented to the outpatient clinic on (B)(6) 2021 without symptoms. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with pasteurella multocida and a white blood cell (wbc) count of 71/mm3. The patient's peritonitis was confirmed, and they were not hospitalized for this event. The patient was given one-time doses of intraperitoneal (ip) vancomycin at 1000 mg and ip ceftazidime at 2000 mg in the outpatient clinic. The patient continued with ip ceftazidime at 2000 mg for 3 weeks following the culture results. It was confirmed the patient's peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient's peritonitis can be attributed to nonadherence of aseptic technique during ccpd therapy utilizing the liberty cycler set at home. Lack of aseptic technique is the most common source of transmission for peritonitis causing pathogens. This is further evidenced by a microorganism that is associated with exposure to the oropharynx of healthy animals and usually involve animal bites. Due to the report of the patient's cat chewing through tubing on the liberty cycler set, the investigation of the causative agent is concluded. Therefore, the liberty cycler set can be excluded as a source of infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient's adverse event.